Event description:
Litigation alleges patient had pain, discomfort and burning sensation in hip after asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and elevated metal ion levels. Update: (B)(6) 2013 - clinical report indicates the patient also had metallosis. No new information that would change the existing MDR decision. Update: medical records received (B)(6) 2013. Revision indicates the following: patient had worsening symptoms of subluxation; metal ion levels had been slowly rising; synovial fluid which was slightly cloudy; the cup was not very well ingrown; minimal corrosion of the trunnion; mild metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.